Manufacturer narrative:
After initial analysis was performed at medtronic (B)(4) service center, the device was returned to the u.s. Medtronic instrument service center. This analysis was unable to confirm the reported event of low battery message or burning smell. The battery stabilizer was broken. The broken power switch knob and broken battery stabilizer were replaced. Visual inspection and extensive testing did not confirm the reported event.

Event description:
It was reported that ¿energy¿ was delivered from the generator for over thirty minutes during the ablation procedure. The low battery indicator message was also displayed. The battery was replaced, but the low battery error message was still displayed. It was further reported that there was a burning smell. The generator was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency ablation generator had an error occur, that it would not power on and that it had a broken battery stabilizer. Follow-up with medtronic japan revealed that while in use on a patient, after energy was delivered over 30 times during the ablation procedure a "low battery" error message was displayed. Replacing the battery did not clear the error and then a burning smell was also reported. The generator was returned for service. It was indicated that there were no resulting patient complications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, no anomalies were found during operational testing. No odor or error messages were reproduced. It was noted that one pin was broken in the battery socket. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found during operational testing. No odor or error messages were reproduced. It was noted that one pin was broken in the battery socket. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.